Event description:
Caller indicated the advance meter was reading high. Pt wasn't feeling well, she collapsed and was unresponsive. They checked her blood sugar with her advance meter and got a result of 108. Her legs and arms began shaking uncontrollably, they laid her on the ground and called 911. All of this happened within 5 minutes. Once they called 911, paramedics arrived within 5-7 minutes. Paramedics arrived and tested her blood sugar with a result of 50 or 55, she can't remember. The paramedics gave her glucose tablets, sunny d with sugar, and a peanut butter and jelly sandwich. Pt became responsive and didn't want to go to the hosp.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.